Event description:
It was reported that the patient had been having issues for some time, approximately a year now, and showing a lot of different symptoms. The patient underwent a full body magnetic resonance imaging (MRI) scan in which the patient was diagnosed with a granuloma, an inflammatory mass. Currently the patient¿s medication was being ¿dialed back.¿ the health care provider thought that after stopping the drug infusion the granuloma would be reabsorbed. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l70869, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated it was having issues and thought it was shocking him. The patient¿s ¿first bad emergency room episode¿ was in 2013. The pump was removed in 2014. The patient wanted to know what the issue was with the pump.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported via manufacturer report # 3004209178-2014-03121. Additional information regarding this event will be reported via this manufacturer report. [ it was reported that the patient was experiencing several side effects including tingling in the shoulders and arms, shaking, a red abdomen where the pump was located, jerking, and pain going down his leg. The patient felt as if an electrical current was going through his body every 10 seconds and caused jerking spasms in the upper extremities, increased pain in his leg and burning around the pump in the abdomen. These symptoms started to occur on the morning of (B)(6) 2014 and had gotten progressively worse as the day went on. The patient was currently in the emergency room. The patient did have a refill with saline on (B)(6) 2014 as it was reported that the pump had not had drug in it for over 30 days. The patient also had not taken an oral medication for over 10 days "so it is not withdrawal.". The spouse wanted to know if it was a sign that the pump battery was short circuiting and was concerned that the saline, which she stated was a positive conductor, was reacting with the battery. The patient has also had magnetic resonance imaging (MRI) scans, dates unknown, and the pump did not alarm to indicate that the pump had shut off; "mechanically there is something wrong with it. " reportedly, the pump was thought to have been interrogated by a physician programmer. Reportedly, test alarms had not been done. It was unknown what drug the pump used to deliver but it was currently delivering saline. Additional information has been requested, but was not available as of the date of this report. ] additional information received reported the patient was forced into retirement and disability due to new sudden, mysterious, debilitating symptoms. It was reported the pump was a godsend for 12 years after it was implanted around 1999 and allowed the patient to work pain free for the first time in years without the "fog" caused by oral medication. In 2013 the patient's whole lumbar spine deteriorated causing intractable pain. The patient was on a third pump as of the date of the report. In 2013 the patient underwent surgery for removal of diseased discs from l3, l4, l5, and s1 as well as installation of rods and brackets and a fusion from l3-s1. After recovery and returning to work, pain-free, the patient started having bizarre sudden symptoms requiring 3 emergency room (ER) visits. Each episode was similar. Through the night the patient would have excessive urination, buildup of nausea, cold sweats, severe trembling, runny nose, difficulty speaking, buildup of pain, and "most strangely" severe lower weakness and dizziness, making walking nearly impossible. At the ER the patient would arrive with blood pressure approximately 175/111, vomiting, and severe pain in the lumbar and legs and jerking spasms of back pain. Each time withdrawal was suspected, but the pump flow was confirmed with x-ray and dye. Each time the patient was treated with injections of morphine, valium, and zofran. Each episode was a little worse and lasted longer, but after 1-3 days the patient would recover. A series of MRI's in 2013 found a 5 millimeter inflammatory mass at the catheter tip at about the t11 position. Therefore, reduction of morphine flow rate was started immediately from 6 milligrams per day to zero. By early 2014, the pump was switched to saline and later the patient ended and withdrawn from all oral morphine. After weeks of negligible pain and free of morphine and withdrawal, the patient had the worst sudden episode like described above, except the weakness, pain, and spasms "were the worst ever." It was not withdrawal. The patient was more severe than ever and the patient was not helped at all by injections of morphine and valium at the ER. The spasms and pain got worse the first 24 hours in the ER. The patient was very weak from the neck down. Most devastating was the now frequent spasms (5-15 seconds apart) which felt like an electric jolt in the patient's lumbar. This caused instant pain to flare up in the lumbar and down the patient's "rh sciatic." It was so severe that the patient's arms and legs would jerk wildly and the finger tips felt tingly, like electricity. The morphine and valium injections were "bumped up" and the patient could sleep. The patient was sent for more MRI's and it was concluded that nothing had changed since the (B)(6) 2013 MRI's. By 2016 am,"the patient was better and was sent home on oral morphine. The patient's strange symptoms could not be explained. The symptoms appeared to be withdrawal since the patient was "clean" for several weeks prior to the "worst episode." The spasms seemed like re-occurring electric shocks causing the limbs to jerk and the pain to spike. The patient's torso, leg, and arm weakness was very similar to the semi-paralysis the patient had experienced with mild electricity. The patient's finger tips also tingled like electricity. It was believed the pump battery was shorting to the saline fluid causing the catheter and the thecal sac to be electrified. The patient's muscles would jerk and hurt from the jolt, continuing non-stop until morphine could block out the effect. "Operating room until the pump shut itself off, the MRI [did] this automatically." A pump short was suggested. See attached medwatch mw5034867.